Event description:
It was reported that during a ptca procedure, excessive force and torquing of the device was used in its positioning (contrary to IFU). The device was then inflated to 17atm (contrary to IFU) when it ruptured. Under fluoroscopy, it was noted that the tip of the catheter was remaining fixed as the balloon catheter shaft was being retracted. The guide wire was pulled back into the guiding catheter with the catheter tip on it. No pt injury was reported. No other info was provided.